Manufacturer narrative:
No injury reported. Consumer contacted dealer requesting svc. The dealer inspected the chair and the actuator motor allegedly was smoking and shut down. Nature of complaint suggests potential binding and/or overloading on the seat. MFR has issued a request to obtain the charger for evaluation. The product has not been returned for evaluation at this time. MDR filed solely on dealer's statement of alleged smoking.

Event description:
The dealer states the consumer alleged her chair was not working properly. When the dealer went to a consumer's home to inspect the chair, he alleges the actuator motor was smoking and shutting down. No injury is alleged.